Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date it not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
Per maude event report (B)(4) received on (B)(4) 2013: a patient reported she had an uneventful hysteroscopy to remove polyps, dilatation and curettage (d&c), novasure endometrial ablation, and a laparoscopic tubal ligation on (B)(6) 2009. She reported severe pain beginning (B)(6) 2010, centered in her uterus and cervix, which radiated from the pelvis to the mid-back and down the legs. A pelvic ultrasound done at that time was negative and she was given analgesics. On (B)(6) 2010, she went to (B)(6) and was diagnosed with bacterial vaginosis, which she had pre-ablation, and she was given flagyl. She saw 4 other doctors (dates unknown). The fourth diagnosed "fluid on my cervix but did not drain it." Her pain was severe at this time. On (B)(6) 2010, she went to (B)(6) with a yellow discharge and was diagnosed with pelvic inflammatory disease (pid). She returned to her original physician on (B)(6) 2010 and was admitted to the hospital. A pelvic ultrasound "found fluid in my uterus" and the physician drained "5 ml of serous fluid" via suction d and c. She was diagnosed with endometritis and post ablation tubal sterilization syndrome. No hydrosalpinges was seen. She was given doxycycline and flagyl. Endometrial biopsy at that time showed no evidence of acute infection in the uterus. The patient asked to be admitted to (B)(6) on (B)(6) 2010 because she was sleeping all the time and had "severe pain." A transvaginal ultrasound (tvus) on (B)(6) 2010 revealed there was 9.2 mm fluid in the "lower uterine segment" suggestive of "cervical stenosis." She was given intravenous gentamicin and clindamycin for 48 hours. Her physician recommended a hysterectomy, which the patient refused. She had a d and c culture (date unknown) which returned positive for enterococcus. She continued on clindamycin. The fluid returned a few days later. An ultrasound was done in (B)(6) causing severe pain. The results showed "it was likely that the cervix was stenotic due to the return of the fluid." The non prulent fluid was removed. She was diagnosed with pid and given levaquin and flagyl with some relief. However, she returned the following monday and another physician diagnosed "infection s/p ablation/tubal ligation and levator ani syndrome." She was given baclofen which provided great relief. On (B)(6) 2010, the fluid returned and was again drained. Later, she saw her mother's physician who diagnosed "chronically infected uterus" and prescribed ciprofloxacin and flagyl for a month. In (B)(6) 2010 she had a hysterectomy. No infection was found "but I was on ciprofloxacin and flagyl for a month before the surgery." On (B)(6) 2013, her surgeon reported he did an appendectomy and hysterectomy in (B)(6) 2010 and both were uncomplicated procedures. The pathology report showed "no significant pathology" but some focal adenomyosis. On (B)(6) 2010, the patient reported the hysterectomy reduced her pain immensely.